Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(6). Post market vigilance (pmv) led an evaluation one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
According to the reporter, during colectomy ,there was air leakage from the device. The event occurred when in use for patient. The procedure was completed with another device. The surgical time was not extended. The status of the patient is fine. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. No bleeding occurred.